Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen was not functioning. It was reported that there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer cleaned the screen with alcohol and then water to remove all film from cleaning wipes. The touchscreen was left to dry then the customer performed a recalibration of the touchscreen. The reported issue was confirmed to have been resolved. The device passed the required performance verification tests per philips standards and was returned to service.